Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident and current blood glucose level was 258 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as nausea, dry mouth and frequent urination. Customer was treated with bolus. Customer was unsure about auto mode feature. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that the declined to perform high pressure test. Customer stated that they performed displacement test and the test results was passed. Customer did not allege pump was under delivering. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.